Event description:
It was reported that, during the implant of this right ventricular (rv) lead and a device from another manufacturer, this patient coded and expired. There was no allegation against the implanted system, the cause of death was believed to be a respiratory arrest.